Event description:
It was reported that the patient with this implanted neurostimulator (ins) was seen in office for pain at the implant site. The stimulation was turned off, during this time, the pain subsided; however, overactive bladder (oab) symptoms returned. Approximately two weeks later, the device was turned back on, after which the pain was less severe but still present. It was further noted that the device had moved lower and more laterally in the tissue. A surgical procedure was subsequently performed during which time the ins was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Additional PMA number: p190006.